Event description:
It was reported that during an intracept procedure, the physician may have breached the anterior wall in the l5 vertebral body. There were no reported patient symptoms and there was no report of a device-related issue. It was also noted that the patient had soft bone. The procedure was completed successfully.